Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Doctor changed out head. Universal v40 + 4 sleeve with 40mm biolox delta anatomic universal head. Revision was due to an unstable hip. No sleeve was removed.

Manufacturer narrative:
An event regarding instability involving a v40 cocr lfit head 40mm/+12 was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: not performed as medical records were not received. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the subject device has been identified to be within scope of an nc and a CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Doctor changed out head. Universal v40 + 4 sleeve with 40mm biolox delta anatomic universal head. Revision was due to an unstable hip. No sleeve was removed.